Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the battery compartment was alleged to be cracked. There was no indication that the product caused or contributed to an adverse event. The device was returned to the manufacturer and investigated on (B)(6) 2017. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.